Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 1 minute, the balloon ruptured. The device was removed using the normal method without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.